Event description:
Arrow 15french 11inch cannon ii plus dialysis catheter - introducer sheath broke inside patient during insertion of the catheter. Broken segment was searched under fluoroscopy without success. The broken segment did not appear to be radiopaque.